Event description:
A malfunction alarm with code malf 16 was reported, and the issue persisted even after a pump reset. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and confirmed that the pump would be replaced. The customer was instructed on using multiple daily injections (mdi) as a backup therapy, inserting the pump into storage mode, and returning it using a pre-paid label within 10 days.